Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 4 fr single lumen powermidline catheter was returned for evaluation. During gross and microscopic inspection of the returned sample, no damage or defect was found. The sample was flushed and pressurized with water; however, no leaks were observed. As the reported issue could not be reproduced with the returned sample, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on 21/11, the nurse noticed that liquid (nacl) was beading on the patient's skin around the catheter, indicating a leakage. The catheter was removed and had an external to the patient leak. No harm to the patient and no interruption of treatment. No new catheter was placed. No diffusion, no pain. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.